Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure in 2007. During the procedure, the pressure dropped slowly. A couple of minutes into the therapy cycle, the catheter was removed from the pt and a hole was noticed in the balloon. The procedure was successfully completed with another catheter with no adverse pt consequence.

Manufacturer narrative:
Date sent to the FDA: 06/8/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.